Event description:
It was reported that the patient with this pacemaker experienced a syncopal episode. Technical services (ts) reviewed the attached electrogram (egm), observed loss of capture (loc) and an increase in pacing thresholds since the last in-clinic interrogation on the right ventricular (rv) channel. The health care professional (hcp) informed that the patient heart rate was within the 30-60 beats per minute (bpm) range. Related right atrial (ra) and rv lead were successfully replaced. No additional adverse patient effects were reported. This pacemaker remains in service.

Event description:
It was reported that the patient with this pacemaker experienced a syncopal episode. Technical services (ts) reviewed the attached electrogram (egm), observed loss of capture (loc) and an increase in pacing thresholds since the last in-clinic interrogation on the right ventricular (rv) channel. The health care professional (hcp) informed that the patient heart rate was within the 30-60 beats per minute (bpm) range. Related right atrial (ra) and rv lead were successfully replaced. No additional adverse patient effects were reported. This pacemaker remains in service.